Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 560 mg/dl. The customer was hospitalized for the incident, and mentioned that they do not know if their infusion set was tangled in a knot. The customer did not provide the time and date of the hospital admission. The customer stated that they will call back at a later time to troubleshoot the issue. The customer did not return the product back for analysis.